Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had been alarming button error while he was attempting to bolus. His blood glucose was 450 mg/dl, has been able to treat for his high blood glucose but does have an insulin pen. He removed the batter and inserted a new one and the alarm reoccurred. He was unable to clear the alarm. Troubleshooting was performed and he didn't recall any significant event that may have caused the device to alarm. The customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform any test due to keypad unresponsive. The insulin pump received with stripped battery cap coin slot, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.